Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the grip had a scratch, air/water cylinder had no color, suction cylinder had no color, switch box had a scratch, scope connector cover unit had a scratch, scope connector had a scratch, electrical connector had corrosion due to water leakage, distal end had discoloration, adhesive around objective lens had a crack, universal cord had coating peeling, and parts needed to be replaced due to annual inspection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope connecting tube and inside of the light guide lens exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. It is unknown if reprocessing of the foreign material residue point deviated from the instruction manual. It was confirmed that the section of the device with the foreign material remained had no physical damage. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) for evis exera ii tjf type q180v operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them and reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.